Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this complaint was returned for examination. The visual examination of the device and photo evidence provided found the device handle is not cracked but instead broken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle for hip handle cracked by metal piece during operation. Dr clearly stated no harm the patient.